Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. The rotational sensor failed to transition from open to closed as consistent intervals. An 0x40 alarm was generated, indicating rotational sensor maximum open count exceeded. The pod was reset and reran without incident. No damages or deficiencies were observed that would contribute to the observed rotational sensor malfunction. The cause of the observed rotational sensor malfunction and subsequent 0x40 alarm could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred.